Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that during a knee arthroplasty that the trial broke. All pieces of the device were returned.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional determined that the device has fractured on the lateral side of the post and shows signs of repeated use like gouges. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.